Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that an alert for non-sustained rv oversensing due post-paced t wave oversensing was observed on a remote transmission. It was discussed to monitor the patient if a one-time instance and if it continues to make programming changes. The patient will be monitored.